Event description:
Malfunction e321 of pump 1149978. Chamber 2 and 3. Patient on argatroban, insulin, and -nss IV- drips with this pump. IV drips interrupted and IV pump switched out and put aside for biomed.

Event description:
Malfunction e321 of pump 1149978.¿ chamber 2 and 3. Patient on argatroban, insulin, and¿nss IV¿drips with this pump.¿ IV drips interrupted and IV pump switched out and put aside for biomed.